Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough sample analysis or batch record review could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: event # 1: report the extension sets are leaking at the attachment to the patient connection. In the past month, there were two instances where chemo leaked on the patients arm from the piv extension. The chemo medications used were adriamycin and rituxan, respectively. It was not a large amount that leaked, but a few droplets at a time. The nurse tried reconnecting and tightening the connections, but it still leaked.